Event description:
It was reported via repair work order that the scales were inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the scale was inaccurate due to the head and foot left and right end load cells malfunctioning.this issue was resolved for the customer by sending the part and customer will do their own repairs. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(6).

Event description:
It was reported via repair work order that the scale was inaccurate due to the head and foot left and right end load cells malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.